Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery that did not have any tortuosity. A 3.5 x 23 mm xience alpine stent was used; however, it was noted under fluoroscopy that the stent was the incorrect size. Therefore, another unspecified stent was implanted in the lesion. Then, a 3.5 x 12 mm nc trek balloon catheter was used for post-dilatation; however, the balloon ruptured below the rated burst pressure. Therefore, another 3.5 x 12 mm nc trek balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.